Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. The transeptal was access via versacross connect rf wire and faradrive sheath. The wire and partial dilator were able to cross, however the faradrive sheath was not able to cross. The decision was made to attempt ballooning the septum. During preparation of balloon, it was noted that the patient had become hypotensive. Pressors were given and an effusion was visualized on intracardiac echocardiography (ice). Transesophageal echocardiogram (tee) and interventional cardiology (ic) were called. Ic was unable to obtain pericardial access; decision was made to transport patient to operating room for window access. The patient outcome was not disclosed. The device is not expected to be returned for analysis (disposed).